Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. The patient experienced pain when medical staff tried to pull out the catheter. Eventually, the root of the inflation lumen was cut, and the catheter was able to be removed with a thick-diameter syringe.

Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. The sample was evaluated and no pinch or blockage observed. Water was introduced in the returned sample. No conditions were found on sample that could be associated with the reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿ (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. The patient experienced pain when medical staff tried to pull out the catheter. Eventually, the root of the inflation lumen was cut, and the catheter was able to be removed with a thick-diameter syringe.